Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory and another inratio meter at the facility for patient #2. Complaint summary: date: (B)(6) 2013, 1st inratio meter: (5.3), the laboratory inr: (2.1); 2nd inratio meter: (1.9). Pt's therapeutic range is (2.0-3.0).

Manufacturer narrative:
Pending investigation.